Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional and it passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device motor w/lid w/contacts had an unknown material on it. It was determined that the device control cpl. F/calibri also had an unknown material residue on it. It was further that other internal components were worn and corroded with debris on them. It was determined that these issues were due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was defective and the reverse mode did not work. It was reported that the event occurred during use on a patient and the device was being used for treatment. There was a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the event was not an adverse event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.